Event description:
A patient underwent revision surgery of a perform anatomic system using the blueprint planning due to overstuffing of the head.

Manufacturer narrative:
Additional information has been requested and, if received, will be provided in a supplemental report.